Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio flex meter was reading inaccurately high compared to another device (unknown). The complaint was classified based on the customer service representative (csr) documentation. The patient stated that he was unsure when the alleged meter issue began. The patient stated that he manages his diabetes with insulin (unknown type; self-adjuster). The patient alleged obtaining an inaccurate high result of "8 mmol/l" with the lifescan meter and ¿ 4mmol/l" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outwith lifescan¿s criteria for accuracy. The patient denied taking any action regarding his usual diabetes management regimen in response to the elevated results. At an unknown time relative to the alleged meter issue, the patient stated that he developed the symptom of "shaky". In response to the symptoms, the patient claimed that he self treated with food and began to feel better. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that samples were taken from the correct sampling sites. At the time of the call, the patient no longer possessed the test strips or meter in question so the csr was unable to determine whether the test strips had been stored properly or exceeded their discard date. The patient stated that some of the test strips he had possessed had expired. The csr was unable to confirm whether the patient was following the correct testing steps. Products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.